Event description:
The customer reported that their pump screen was dark and would not turn on. Blood glucose levels during the issue fluctuated between 54-500 mg/dl but the specific impact was not detailed. Technical support advised the customer to keep the pump connected to a power source to use its screen until a replacement arrives. A new pump was arranged, and the customer was instructed to return the malfunctioning pump within 10 days using a pre-paid label.